Event description:
Patient reported a result of 5.1 inr on her coaguchek xs system while using test strip lot 29364322. Customer then changed to strip lot 22911421 but failed to properly code the meter to the new strips and reported a result of 2.2 inr. Customer then recoded meter to match strip lot 22911421 and repeated test again with a result of 2.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device with lot number 22911421, expiration date 12/31/2015. Reference medwatch report with patient identifier (B)(6) for the suspect device with lot number 29364322, expiration date 09/30/2015. It was unknown if the initial reporter sent report to the FDA.